Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device vent inop; flow sensor failure, flow sensor data not being communicated to the cpu. No patient harm reported.

Manufacturer narrative:
The fse found the exhalation flow sensor was defective and replaced the same. It was confirmed that the device alarmed appropriately and there was no patient injury. No parts were returned for failure analysis.